Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and replaced the collet in the reported problem area of the pipetter assembly. The instrument was cleaned, inspected, tested without further problem, and returned to service.